Event description:
Meter was set to wrong unit of measurement. Patient was getting readings such as 17.9mmo/l, 16.9mmol/l, 9.4mmol/l and 28.9mmol/l. If patient had known readings were actually higher than what the meter had stated, may have treated self differently. Patient was experiencing symptoms, which consisted of feeling tired, sweaty and having dry mouth. No information on whether patient went into the set up mode and accidentally changed the unit of measurement. Patient called md for advice and md changed medication, based on the meter readings. Customer service sent patient a new meter.